Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (15.0 mg/ml at 2.662 mg/day) via an implantable pump. It was reported that the patient was being treated for cancer pain. At the last pump refill, it was noted that the patient indicated she had a lot of pain and they then increased the dosage / oral medication. It was further noted that when they did the refill three months later, they found that there might be a blockage. When patient came for a refill, they withdrew the full amount of medication from previous refill. They tried to assess the catheter under fluoroscopy, but it did not help as no contrast would go through catheter. They also could not aspirate more that .5 mls out of catheter. When doctor wanted to replace the pump on (B)(6) 2022, they found fluid in the pocket of the pump capsule, and the patient's blood results came back with a high CPR. The patient was fine and was to carry on with her oral medication until their infection had resolved. Regarding factors that may have led or contributed to the issue, it was noted that the patient had chemotherapy last year. The pump and complete catheter were explanted on (B)(6) 2022 and not replaced. The device was to be replaced in the future. The tip of the catheter was to be sent for culture. The issue was not resolved as of (B)(6) 2022. The devices were to be returned to the manufacturer. The physician wanted the pump and the catheter analyzed to determine where the blockage occurred. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0214776684, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780; lot# 0214776684; implanted: (B)(6) 2018; explanted: (B)(6) 2022; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2022. It was reported that during a refill on (B)(6) 2021, there was a 7.5 cc volume discrepancy. At the refill on (B)(6) 2022, the full 20cc was aspirated and the hcp arranged for a catheter investigation. It was during this visit that the patient first complained of pain during the refill. The investigation took place on (B)(6) 2022 but the hcp could not aspirate the catheter so the surgeon determined to remove the pump on (B)(6) 2022. The pump removal procedure took place on (B)(6) 2022, though it was noted that the pump was not replaced as the patient's "CPR was 150". It was noted that the infection was only reported on the day of the planned pump removal, which is why the issue was not considered resolved. The patient was prescribed antibiotics and will be retested after the antibiotics course is complete. After this is done, the patient will be implanted with a new catheter and pump.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Analysis of the catheter revealed a non-significant anomaly regarding an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer's representative (rep) on 2022-mar-07. It was clarified that the patient's crp levels were 150 as determined by a normal blood test required before the patient undergoes an operation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.